Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing power cable disconnect alarms when the white power lead of the system controller was manipulated. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During functional testing of the system controller, the test pump stopped when the white power lead was maneuvered at the connector end. In addition, the system reported power cable disconnect alarms, consistent with the reported event. Manipulation of the black power lead during our testing resulted inaudible sounds from the power module. Evaluation of the white power lead revealed that the brown and silver conductors were comprised which resulted in the reported power cable disconnect alarms and the observed intermittent interruption of pump function during our testing. Inspection of the inner conductors at the connector end of the black power lead revealed that the yellow conductor was compromised which caused the audible sounds from the power module during our testing. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.